Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter guide is inserted, but when attempting to remove it, the guide begins to break or come apart. The entire guide is successfully removed and the procedure is performed with a new one without causing harm to the patient."

Manufacturer narrative:
(B)(4). The report that the guide wire was unravelled was confirmed through examination of the customer supplied photo. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and dilator resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter guide is inserted, but when attempting to remove it, the guide begins to break or come apart. The entire guide is successfully removed and the procedure is performed with a new one without causing harm to the patient."